Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial, dry with debris on product. Visual inspection found no visible damage to lens and debris to lens. Claim# (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us.. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -15.0/+4.5/091 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. On (B)(6)2020 the lens was exchanged for a longer lens due to lens rotation. The problem was resolved.